Event description:
It was reported that a physician, unspecified if trained in the use of the perclose proglide device, attempted arteriotomy closure of a slightly calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and three additional proglides were used with the same results. Hemostasis was achieved with another perclose proglide device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.